Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in qsyte-cap y blood leaked after withdrawal and spattered over the patient, and the nurse's arm and eyes. The following information was provided by the initial reporter: blood leakage from the septum was found on withdrawal of the needle core and blood spatter was found on the patient's arm and the nurse's arm and eyes.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1354575. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in qsyte-cap y blood leaked after withdrawal and spattered over the patient, and the nurse's arm and eyes. The following information was provided by the initial reporter: blood leakage from the septum was found on withdrawal of the needle core and blood spatter was found on the patient's arm and the nurse's arm and eyes.